Manufacturer narrative:
(B)(4)

Event description:
A doctor reported aseptic endophthalmitis following an intraocular lens (iol) implant procedure. The patient was prescribed ocular medication. Vitreous clouding decreased and the patient is recovering well. The lens remains implanted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the(B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been two other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).